Event description:
It was reported to philips that the image processing pc (ip-pc) failed to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that image processing pc (ip-pc) failed to boot up. The philips remote service engineer (rse) checked the system remotely and found the host pc was unable to communicate with the frontal ippc and the cause can be found as either the ippc did not boot up due to lack of (mains) power, the bios battery is defective or the os/as did not boot up in-time or there is a disk bay problem. Rse has sent quote for repair service to customer however no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.